Manufacturer narrative:
This report is being supplemented to provide additional information provided by third party microbiological testing results performed the end of device repair, as well as a correction to the device manufacture date. Corrected field: h4. Updated field: h10. The hygiene microbiological investigation report indicated the channels of the scope were cultured at the end of the repair process and detected the following: the biopsy channel tested positive for <1 colony forming unit(cfu)/endoscope. The suction channel tested positive for 1 cfu/endoscope of micrococcaceae. The air/water channel tested positive for 2 cfu/endoscope of bacillaceae. The water jet channel tested positive for 1 cfu/endoscope of vibrionceae. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The automated endoscope reprocessor (aer) used was a wassenburg with endohigh detergent and endohigh paa disinfectant. All channels were properly connected in the aer and the concentration and expiration dates were controlled. There were no reported defects on the aer. The water quality was controlled by filter and ultraviolet (uv) light and the filter was replaced periodically in accordance with the instructions for use. The device was dried by plasmabiotic and stored in a drying cabinet. Olympus is the maintenance company. A supplemental report with the device evaluation results will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera iii colonovideoscope tested positive for 50 colony forming units (cfus) /endoscope of escherichia coli. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. The user provided the following result of the culture test, performed at the third-party labs. Sampling date: aug 19, 2023 sampling from: all channels cfu: 5 cfu/endoscope (5 cfu/100ml) bacterial identification: gram positive bacteria sampling date: sep 13, 2023 sampling from: all channels cfu: 50 cfu/endoscope (37 cfu/100ml) bacterial identification: escherichia coli olympus provided the following result of the culture test, performed at the third-party labs: sampling date: oct 23, 2023 sampling from: all channels cfu: >100 cfu/endoscope (>69 cfu/100ml) bacterial identification: staphylocoques coagulase negative, brevundimonas vesicularis sampling date: nov 09, 2023 sampling from: biopsy ch cfu: <1 cfu/endoscope (<1 cfu/100ml) bacterial identification: n/a sampling date: nov 09, 2023 sampling from: biopsy ch/suction ch cfu: <1 cfu/endoscope (<1 cfu/100ml) bacterial identification: n/a sampling date: nov 09, 2023 sampling from: a/w ch cfu: 1 cfu/endoscope (3 cfu/100ml) bacterial identification: micrococcaceae sampling date: nov 09, 2023 sampling from: auxiliary water ch cfu: 1 cfu/endoscope (3 cfu/100ml) bacterial identification: escherichia coli sampling date: nov 09, 2023 sampling from: all channels cfu: 2 cfu/endoscope (2 cfu/100ml) bacterial identification: revivable microorganisms at 30°c the device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - light guide rod lens (1x) --- cracked - distal end --- scratched - channel mount --- scratched - mouthpiece --- scratched - air/water cylinder --- scratched - suction cylinder --- scratched - air/water separator --- scratched - biopsy channel --- scratched however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.